Event description:
On (B)(6), 2013, the lay user/patient¿s father (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6), 2013 at 7pm. At the same time after the alleged issue occurred, the patient reportedly also obtained an error 5 message with another onetouch ultra2 meter. The patient¿s diabetes regimen is not clear nor is it clear what action the reporter took in response to the alleged product issue. According to the csr¿s documentation, as a result of the alleged product issue, the patient reportedly felt flush and clammy an unknown time later and 30 minutes after the alleged issue occurred, the reporter reportedly administered food and/or drink as treatment. During troubleshooting, the csr verified the patient was not using the subject meter for the first time, the reporter was using the correct testing procedure, and the test strips were not opened longer than the discard date, expired, or stored improperly. The alleged issue was resolved with training. Replacement test strips were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.